Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. No com plaint received with return of device. Failure (event) observed during analysis. Analysis found external insulation abrasion at 42.8-43cm from the distal tip, consistent with friction to the ICD can. External insulation abrasion also noted at 6.7-7.1cm f from the distal tip, consistent with friction to other device.